Event description:
It was reported that during a procedure to treat a de novo lesion in the distal posterior descending/septal artery with moderate tortuosity and moderate calcification, a 2.0x20 rx mini trek balloon catheter was advanced for pre-dilatation. Reportedly, upon the first inflation for 5 seconds at 4 atmospheres the balloon took a while to inflate and deflate. The balloon did not start to inflate until it reached 4 atmospheres and it took approximately 20 seconds for the balloon to deflate although the balloon was not inflated above 6 atmospheres. Three additional inflation attempts were made to inflate the mini trek balloon for 10 seconds at 6 atmospheres, and the balloon did not properly inflate and deflate each time. Reportedly, the inflation lumen may be collapsed or occluded and to prevent the balloon from not deflating at all, the balloon was completely deflated and the mini trek balloon catheter was removed without resistance from the patient's anatomy and a new rx trek balloon was used successfully. A 2.5x28 xience prime stent was implanted to treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough extra floppy, sion blue. Guide cath: brite tip. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.